Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a coronary stenting interventional procedure using a 6f sheath. Reportedly, the lever was able to be closed completely; however, the foot of the device did not retract and the device became stuck. An incision was made and surgery with general anesthesia was performed to remove the device and achieve hemostasis. It was noted that some tissue/vessel damage had occurred. No treatment was performed for the tissue damage. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The difficult to open or close was not confirmed. The deformation (dislocation) of the foot was confirmed. Entrapment is procedural circumstances and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of tissue injury is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device.based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it appears the foot became displaced (deformation) during closing of the foot. Tissue or suture interaction can cause the foot to surf distally and either come out of the track or lock in an open position. Once the foot is off track there is no guide to allow the foot to close by manipulation of the lever. The open foot then induces the entrapment. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code: code 1528 was removed and code 1212 was added.